Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was went up to 517 mg/dl because he forgot to enter his lunch on the insulin pump. The customer was using the insulin pump to treat his high blood glucose level but was receiving no delivery alarms. The device was not returned.